Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a penumbra system 3max reperfusion catheter (3maxc), a guide catheter, and a 0.035¿ guidewire. During the procedure, the physician gained access to the target vessel via right radial artery using the guide catheter. Then, the physician completed one pass in the target vessel using the red72, 3maxc, and guide catheter. While retracting the red72 and 3maxc through the guide catheter, the physician experienced resistance and broke the red72 and 3maxc at the mid-shaft. It was also reported that both devices became unraveled at the mid-shaft and the guide catheter became kinked. The physician then advanced the guidewire into the 3maxc and red72 and removed both devices successfully. The procedure was completed using a new 3maxc, a 6fr non-penumbra catheter, and a new guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2022-00425.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured. Evaluation revealed stretching at the fracture site. If the red72 is retracted against resistance during use, the device may stretch and subsequently fracture. The root cause of resistance during the procedure could not be determined. Further evaluation revealed kinks in the distal fractured segment, and the supported coil winds unraveled and wrapped around the non-penumbra guidewire. This damage was incidental to the reported complaint and the root cause could not be determined. Evaluation of the returned 3maxc could not confirm that the catheter was fractured. Evaluation reveled bends along the distal shaft of the catheter. This damage was incidental to the reported complaint and the root cause could not be determined. The 3maxc was advanced through a demonstration red72 without an issue during evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2022-00425 .h3 other text : placeholder.